Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported by a non-boston scientific clinical representative, that this pacemaker reverted to safety mode. Technical services (ts) explained that it was recommended to replace the device. No adverse patient effects were reported. This pacemaker remains in service.